Event description:
The reported failure occurred during clinical use. The hyperbaric ventilator is used in conjunction with a hyperbaric chamber. Approx 75 minutes into the hyperbaric oxygen therapy treatment, the staff noticed a fluctuation from 300-400 in the tidal volumes and a change in the pt's chest rise. The tidal volume was set at 700. A respiratory therapist (rt) was consulted and attempted to regulate the fluctuating tidal volumes, including adjustments to the inhalation and exhalation times. The rt was able to get the tidal volumes up to 500-600. It was noted that the exhalation times were fluctuating from 1 to 4 seconds. Throughout the event there were times when a nurse had to manually ventilate the pt due to the length of the exhalation. The hyperbaric oxygen therapy treatment was terminated and the pt was brought back to surface. At that time, the pt was switched to a transport ventilator. The reporting nurse stated that there was no adverse effect or serious injury to the pt. There was a delay in hyperbaric oxygen therapy treatment as the pt received a partial treatment the day of the event and was unable to receive a treatment on the following day. The delay in hyperbaric oxygen therapy treatment did not cause any significant damage. This pt was scheduled for surgery as part of their original treatment plan. The surgery was performed, the pt extubated and is reported as doing well.

Manufacturer narrative:
The hyperbaric ventilator was evaluated by the MFR. Eval was completed using a test watertrap, as the watertrap belonging to the ventilator was not included with the components returned for testing. At 2.5 ata with the tidal volume at 1000 ml/minute the tidal volumes started fluctuating. The maximum inhalation and exhalation timing is out of spec. The maximum inhalation time was recorded at 3.10 seconds with a spec of 3.25 seconds to 3.75 seconds. The maximum exhalation time was recorded at 5:52 seconds with a spec of 4.50 seconds to 5.50 seconds. The root cause of the fluctuating tidal volumes was a malfunctioning fluidic interface. The root cause for the maximum inhalation and exhalation times being out of spec was a malfunctioning multi-flow relay. Both the fluidic interface valve and the multi-flow relay are legacy components.